Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer mentioned that they were able to clear the alarm and rewind the insulin pump. The customer stated that the notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.